Event description:
It was reported that an ilet pump displayed a ¿did you see drops?¿ prompt and delivered 0.7 units of insulin while the pump was in the user¿s pocket and then on a counter, with the user indicating the press and hold action occurred unintentionally and that the screen had been unresponsive. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and the user planned to eat a snack and monitor. Investigation included customer counseling on acknowledging the prompt to exit the screen and guidance to contact customer care if the issue recurs. Investigation of this case revealed an unintended activation of the fill tubing function with insulin delivery while connected through the infusion set and cartridge, consistent with unintentional user input on the device interface. It was concluded, based on previously established findings for similar reports, that the cause was use error with inadvertent button press leading to unintended fill delivery.